Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient underwent primary cataract surgery during which a light adjustable lens (lal) was implanted. Approximately three weeks following the initial implantation, the lal was explanted due to lens dislocation, reportedly resulting from a bent haptic. A new lal was subsequently implanted as a replacement. Postoperatively, the lens was reported to be centered in the sulcus. Separately, and not related to an rxsight device, the site reported that a capsular tear occurred during the primary cataract surgery. An additional surgical procedure was performed approximately one week after the primary cataract surgery to complete a vitrectomy with removal of lens fragments. The reporter did not indicate whether the capsular tear or subsequent vitrectomy contributed to the reported lens dislocation.